Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were getting air bubbles in their reservoirs after 12 hours of using them. The customer stated the insulin and the infusion sets were new. The customer's blood glucose level was unknown. They had changed the infusion set. There were no air bubbles present at the time of the call. They were advised to call back when the issue arises to troubleshoot. The product will not be returned for analysis.